Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
A family member reported that the up and down arrow buttons were not working; the family member reported that the buttons seemed "frozen" but when the pump was rebooted the buttons began working again. The patient reportedly wore the pump in a pump case on the outside of clothing and did not clean the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The investigation revealed that all keypad buttons responded as expected. There was evidence of keypad contamination found under all key contacts.